Event description:
The hospital reported that during an endoscopic vein harvesting procedure vasoviewhemopro vh-3500 was observed to be sticking several times moving in and out of the harvesting cannula. They were able to finish the case with this device reported. They stated that this was not an issue for the patient. There was no patient effects.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise # (B)(4). The device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. The device was returned to the factory for evaluation on 04/15/2022. An investigation was conducted on 04/25/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the cannula handle. The harvesting device was returned partially inserted into the cannula. There were no visual defects observed on the cannula. A mechanical evaluation was conducted. The harvesting device was removed from the cannula with no physical or visual difficulties. There were no visual defects observed on the harvesting device. Blood and charred material was observed on the heater wire. A reference endoscope was inserted into the cannula until it snapped into place with no physical or visual difficulties observed. The harvesting device was inserted into the cannula with no physical or visual difficulties observed. Based on the returned condition of the device and the evaluation results, the reported failure "fitting problem" was not confirmed.